Manufacturer narrative:
The following other devices were also added to this report: reunion tsa - sr 4mm offset humeral head 52x17; cat# 5552-e-5217; lot# mnnt3e. Unknown glenoid; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's subscap failed in right shoulder. Had reunion tsa. Surgeon removed head, glenoid, and stem.